Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's generator was malfunctioning after patient was cardioverted in the hospital. No other relevant information has been received to date.

Event description:
Emergency page was also received reporting that the patient was in the emergency room due to cardiac issue not related to vns. She had a cardioversion occur in the emergency room and the vns is causing pain every 2-5 minutes and feels like the stimulation has intensified. The caller was informed that a cardioversion can cause temporary damage to the vagus nerve causing an increase in sensitivity to stimulation and to contact the neurologist for the patient to have the device interrogated and in the mean time to place the magnet over the generator which will inhibit all stimulation from the device. The representative reported that the physician was a neurohospitalist that was not familiar with vns, so she provided no further information, other than the patient felt ¿off¿ after being cardioverted. No other relevant information has been received to date.